Manufacturer narrative:
Device evaluation: upon visual examination of this device the marker band was found to be fully intact. The tip was considerably damaged and epoxy/fibers were missing. This device exhibited symptoms of excessive use. No manufacturing issues were identified.

Event description:
Vascular intervention procedure to treat a cto in the mid circumflex. During treatment of the cto the elca catheter became stuck in the coronary lesion. While trying to remove the catheter the tip broke off of the device. Attempts were made to retrieve the tip but were unsuccessful and remains lodged in the cto. The patient was discharged without further injury.